Manufacturer narrative:
Corrected: checked b1 adverse event and other serious. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated. A4-patient weight is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000149813.

Event description:
It was reported patient experienced pain at the ipg pocket site and unable to receive effective therapy. As such surgical intervention may be pending to address the issue.